Manufacturer narrative:
The device was returned for inspection, and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the reported event was caused by a cracked objective lens and a chipped or cracked light lens. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope exhibited an inability to see through the camera lens. The issue occurred during inspection for use. There were no reports of patient involvement.